Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer recieved a no delivery alarm on the insulin pump. The customer's blood glucose was 592 mg/dl. Troubleshooting was done. Assisted customer in performing a 5 unit fixed prime, but the customer stated that insulin did not exit. Explained that the alarm was caused by an occlusion related to the infusion set or reservoir. The customer later stated that insulin exited the tubing with a manual prime. Advised customer that her insulin pump was working as designed. Nothing further reported.